Event description:
It was reported that the patient's mother stated that the patient's seizures have been different, but with less severity and less frequency. No additional relevant information has been received to date.